Event description:
During the procedure the gdc 10-soft sr stretch resistant synerg detection circuit prematurely detached. The device is not avail for eval. Kick back of cordis pre-shaped catheter caused coil to kink and subsequently break. There were no complications with the pt.